Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for compromised force sensor system. Blood glucose reading was 4.2 mmol/l. The reporter stated that insulin was squirting out during the manual prime process. The insulin pump was stuck in the preparing to prime loop. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, occlusion test, and excessive no delivery alarm test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.